Event description:
It was reported by repair work order that the head end jack was stuck raised due to a damaged jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.